Manufacturer narrative:
This supplement serves as a correction. This MDR# 3006575795-2025-00016 was submitted to the FDA inadvertently. This is a duplicate of MDR# 3006575795-2024-00405-1 submitted on 27nov2024. Reference to complaint #(B)(4).

Event description:
A medwatch 3500a voluntary report (mw5155207) was submitted to intuvie (formerly zyno medical) indicating a serious injury. See the reported information below: 1239- patient had rigors/ shaking all over her body. 1239- bp (blood pressure)-147/94 hr (heartrate)-78. R-16 temp-96.7 o2-97% 1240- (B)(6) fnp (family nurse practioner) notified and fnp instructed to give benadryl 25mg, pepcid 20mg, quzyttir 10mg IV, and tylenol 1000mg 1240-tylenol 1000mg given po 1246- benadryl 25mg IV, pepcid 20mg, quzyttir v 10mg given 1249- bp-160/100 hr-92 o2-98 % r-18 1253- bp-131/100. Hr-88 o2-98 r-16 1303- bp0163/91 hr-80 o2-98 r-16 1315- patient rigors/shaking resolved and patient stated they do not want to recontinue due to being in emotional distress. 1316- medication wasted 76mls and patient received 124mls 1325- patient bp-156/80 hr-79 o2-98 temp-97 patient family member picked up patient. (B)(6). Instructed patient to go to the ER (emergency room) if any signs and symptoms of a reaction.

Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. A medwatch 3500a voluntary report (mw5155207) was submitted to intuvie (formerly zyno medical) regarding a serious injury. The report was the only one received from the facility. However, due to the absence of the device, serial/lot information, and customer contact details, a device history review could not be conducted. Based on intuvie's medical assessment, the event is likely attributable to a drug reaction rather than a medical device issue. Reference to complaint # (B)(4).